Event description:
This is a report of a home patient (hp) that was hospitalized due to fluid in the lungs and around the heart. The patient reported having (B)(6); per the patient, the fluid in lungs and around the heart was due to the medication being taken for the (B)(6). It was reported that the hp had shortness of breath and high blood pressure and went to the hospital by ambulance. The hp was hospitalized due to water in the lungs and around the heart. The hp was in hospital for eleven days and was on hemodialysis while in the hospital. Follow-up was attempted with the facility's peritoneal dialysis unit, however, the facility declined to provide any additional information. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The product was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.